Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during implant of the epicardial pacing lead, the physician used a chest tube instead of a tunneling tool and while tunneling the lead, a lead cap was placed to cover the is-1 connector. It was noted the physician then removed the lead cap and the is-1 lead pin was broken from the distal portion to the ring. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.